Manufacturer narrative:
Added information to section a2 (patient information, age), a3 (patient information, sex), a4 (patient information, weight). Updated section b5 (description of event), g6 (type of report), h6 (component code, type of investigation, investigation findings and investigation conclusions). The swan-ganz catheter involved was not available for evaluation since it was discarded. Nevertheless, images were provided for investigation. Based on image review, it can be observed a co (cardiac output) value around 1.5 - 2.4 l/min and a svo2 value of 48%. Additionally, it was observed that the bezel alarm was red and in left corner of the screen the error message "alert: venous oximetry-poor signal quality" or "alarm svo2 is below low limit" was displayed. Image evaluation results revealed that the reported event was confirmed. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Based on further investigation completed by the engineers at the manufacturing site, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information, no action was required at this time; however, edwards will continue to review and monitor all events.

Event description:
As reported, during use in patient, this swan-ganz catheter connected to an hemosphere monitor displayed co (cardiac output) values between 2.4 and 1.5, values lower than expected (2.4). Furthermore, the error messages svo2 is below normal limit and alert venous oximetry poor signal quality were displayed. The patient was not treated according to incorrect values provided. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan-ganz catheter connected to an hemosphere monitor displayed co (cardiac output) values between 2.4 and 1.5, values lower than expected. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.